Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of symptoms/ae: 90 minutes after vessel closure. Symptoms/ae: abdominal pain on palpitation. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Hemostasis was achieved with the clip. Approximately 90 minutes after the vessel closure procedure, the patient experienced extreme pain when the abdomen was pressed and retroperitoneal bleeding was suspected. A sonogram was performed with negative results. A non-contrast CT scan showed a mid to high puncture stick, just below the inferior border of the epigastric artery. Information regarding diagnostic and treatment was not provided. This has resulted in prolonged hospitalization. Though requested, no additional information was provided.